Event description:
The customer reported that during a liver ablation procedure, the patient complained of pain. Reddened areas were found on both of the patient's thighs where the return pads were positioned. The reddened areas were described as 1st degree. The reddened areas were cooled post-op. No other treatment was provided.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the incident sample is received, or if information pertinent to the incident is obtained, a follow-up report will be submitted.